Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for gastric stimulation and gastrointestinal issues. The health care provider (hcp) reported via a manufacturing representative that on (B)(6) 2015 the patient's implantable neurostimulator was removed as it appeared to be "flipped on itself" therefore creating twisted electrodes and the entire system had to be removed. The root cause of the device flipping remains unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.